Event description:
During implantation of a "ve" left ventricular assist device in 2000, the surgeon was using the apical coring knife to core a hole in the left ventricle; however, the knife was dull and only made an impression on the epicardium. As a result, the physician used a #15 blade to finish coring a hole in the left ventricle instead of another coring knife. Upon completion of coring a hole in the left ventricle implantation surgery was completed without any further problems.